Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. E1, reporter phone number: (B)(6).

Event description:
It was reported, following a replacement of extension, (related manufacturer reference number: 1627487-2025-05225). Patient experienced a sudden loss of effective therapy from the system. Surgical intervention may be pending to address the issue.